Event description:
A report was received that a pt's pocket site was flushed out with irrigation due to suspected infection. The pt had exhibited symptoms of redness, irritation and discharge at the pocket site. No infection was present and the pt's pocket site was fine. The pt was reportedly doing well.

Manufacturer narrative:
This is the final report.